Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous elevated accutni result above the acute myocardial infraction cutoff for one patient generated by access 2 immunoassay analyzer. The erroneous result was reported out of the laboratory and the patient was transferred to a different site for cardiac care. Follow up testing at the site as well as repeat testing at the customer site generated lower results within the normal reference range.

Manufacturer narrative:
Patient samples were collected in plasma, lihep tubes with no gel. The samples were centrifuged for 6 minutes at 3500 rcf. Qc has been performing within the customer's established limits. System check data from (B)(4) 2011 passed within instrument specifications. While troubleshooting the event with hotline it was determined that an incorrect sample cup and rack combination may have been used to run the erroneously elevated accutni sample. The customer stated to hotline that they had aspirated some sample into an insert cup inside of a tube and ran on a 1400 series rack to generate the initial, false positive run. Hotline advised the customer that insert cups should only be ran in combination with 600 or 700 series racks only. On (B)(4) 2011, a bec field service engineer (fse) verified hardware per service manual procedures. Fse obtained passing system check and high sensitivity system check results within instrument specifications, the results were shared with the customer. Although sample handling issues were discussed with the customer during troubleshooting, a definitive root cause for this event has not been determined to date.